Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after going through the load process, the customer accidentally selected to continue the fill tubing process. Reportedly, the customer immediately disconnected the infusion set tubing from the infusion site before any insulin was delivered. Then, the customer received a minimum fill message. Reportedly, the cartridge had been filled with 250 units of insulin. The customer added insulin to the existing cartridge and completed the load process succesfully. Reportedly, the customer's blood glucose (bg) level was 440 mg/dl, and was addressed with a correction bolus. A follow-up to ensure the customer's bg levels returned to target range was declined by the customer.